Event description:
The defibrillator was on the patient, but not being used at the time of the incident. It was being used earlier for pacing needs. The nurse performed the daily defibrillator checks. The nurse checked this particular defibrillator not realizing it was still hooked up to the patient. The nurse turned on the unit, and a few moments later the patient yelled, claiming that the patient felt a shock. The nurse turned off the defibrillator, and requested biomed check out the unit. Upon further investigation it was discovered that the nurse turned on the unit in the pacing mode, this is what the patient felt. The defibrillator did not discharge a cardio version shock.